Event description:
The reporter stated "transducer problem will not occlude". The plunger holder/track ii was returned without the rest of the pump. There was no patient injury or treatment associated with this event.